Event description:
It was reported that the patient experienced pain that lasted an extended period of time after having the procedure that to this day has not completely subsided. Approximately 3 weeks after the procedure, the patient noted bleeding in his mouth and discovered that the ends of all three pillars are actually sticking out the top side of his soft palate. He reports rub marks that are visible on the very back of his throat, from where these points have been impacting and scraping away at his skin.

Manufacturer narrative:
On (B)(6) 2013, 3 pillar implants were surgically removed from the soft palate of the patient. On (B)(6) 2013, the patient was fitted with an oral appliance that he has since picked up. Patient reports that his throat feels better, he continues to improve. The physician who performed the removal: dr (B)(6).

Manufacturer narrative:
Disclaimer: blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). Device has not been returned, no evaluation available. Method code: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.